Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported the user was unable to deflate the balloon of the catheter. This event occurred on the 3rd day of usage. The user said that he/she felt tactile resistance as he/she withdrew the water of the balloon with a syringe. The user attempted to pump and the catheter could be removed from the patient successfully after 0.6 ml of water was withdrawn. No bleeding and no urethra damage was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported the user was unable to deflate the balloon of the catheter. This event occurred on the 3rd day of usage. The user said that he/she felt tactile resistance as he/she withdrew the water of the balloon with a syringe. The user attempted to pump and the catheter could be removed from the patient successfully after 0.6 ml of water was withdrawn. No bleeding and no urethra damage was reported.

Manufacturer narrative:
Received 1 used silicone catheter with the sample port connector still attached. The reported event was unconfirmed. Per the visual evaluation, no issues were observed for the problem reported in this complaint. During the functional evaluation, the catheter balloon was inflated with air and deflated without problems. Then the catheter was inflated with 10cc of a mix tap water and blue methylene using a syringe, and deflated without problems. After that, the balloon was cut and the notch was found completely perforated. No issues were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported the user was unable to deflate the balloon of the catheter. This event occurred on the 3rd day of usage. The user said that he/she felt tactile resistance as he/she withdrew the water of the balloon with a syringe. The user attempted to pump and the catheter could be removed from the patient successfully after 0.6 ml of water was withdrawn. No bleeding and no urethra damage was reported.